Event description:
It was reported that the patient underwent cataract surgery on their left eye on (B)(6) 2015 with a tecnis multifocal +21.0 diopter lens implanted. The targeted refractive outcome was not achieved. However, an intraocular lens (iol) exchange is scheduled on (B)(6) 2015 with +22.0 diopter tecnis multifocal lens.

Manufacturer narrative:
Corrected data: report source: foreign and company representative were inadvertently not indicated in the initial MDR. (B)(6). In the initial report, the manufacturer report number (B)(4) was provided. In the follow up the serial number was provided and the manufacturing site updated to (B)(6). The manufacturer report number would then be (B)(6). The manufacturer report number for the MDR is not being changed. Additional information: catalog #: zmb00u0210, serial #: (B)(4); expiration date: 02/06/2018. If explanted; give date: (B)(6) 2015, device manufacture date: 03/06/2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of explant is scheduled for (B)(6) 2015; therefore, the lens remains implanted at the time of sending this report. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.